Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 28 mmol/l at the time of incident. Customer reported they did contact their health care professional regarding the high blood glucose. Customer stated auto mode feature was not active at the time of event. Customer stated no hospitalization required. The device will not be returned for analysis.